Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was successfully implanted in the laa of the patient. There were no complications reported. At the 45 day follow-up, transesophageal echocardiogram (tee) imaging revealed the presence of a device related thrombus covering one-fourth of the device surface. There was also a thin thrombus of 4mm in length extending around the screw, and an elongated one of 8.8mm extending near the shoulder. The patient was given warfarin after the procedure, and prothrombin time-international normalized rate (pt-inr) on that day became 1.87. There were no subjective patient symptoms. Anticoagulants will be reviewed and another tee procedure performed after about two months.